Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the transmitter was producing shock. No additional event or patient information is available. No product was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.